Event description:
Explant surgeon reported a right side device rupture. The device has been removed.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight and opening. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening and two opening striated in the anterior side. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior due to an unidentified (tear) opening. Two striated edge opening on anterior due to surgical damage.

Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Information contained in this report was previously submitted through psr on (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to a rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Explant surgeon reported a right side device rupture. The device has been removed.